Event description:
The event occurred in india. It was reported that a hl20 device displayed the error message ¿temp¿. The event occurred during routine check. No harm to any person has been reported. According to the hl20 service manual the error "temp" indicates that the electronics temperature is higher than 70°c and the motor temperature is higher than 90°c. The failure can cause an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).

Manufacturer narrative:
It was stated that the hl20 device displayed the error message ¿temp¿ during routine check. No harm to any person has been reported. The error message: "temp" shows that the temperature of the internal electronic is higher than 70°c and the motor temperature is higher than 90°c. This error message leads to a pump stop with an acoustic signal. Prior to the error message: "temp" the error message: "hi-temp" should be displayed, this shows that the temperature of the internal electronic is higher than 60°c and the motor temperature is higher than 70°c. This message only warns the user and does not lead to a pump stop. A getinge field service technician (fst) was sent for investigation and repair on 2025-09-04. The housing fan will be replaced. The reported failure could be linked to the following most probable root causes according to the risk management file: overtemperature of device / device parts because of: defect fans (for cooling of drive, for heat exchange, for power supply). The most probable root cause could be determined as a usage-related wear and tear of the cooling fan, because the device was manufactured on 2016-11-28 and it is a wearing part. The review of the non-conformities has been performed on 2025-09-22 for the period of 2016-11-28 to 2025-09-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: temp" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Manufacturer narrative:
It was stated that the hl20 device displayed the error message ¿temp¿ during routine check. No harm to any person has been reported. The error message: "temp" shows that the temperature of the internal electronic is higher than 70°c and the motor temperature is higher than 90°c. This error message leads to a pump stop with an acoustic signal. Prior to the error message: "temp" the error message: "hi-temp" should be displayed, this shows that the temperature of the internal electronic is higher than 60°c and the motor temperature is higher than 70°c. This message only warns the user and does not lead to a pump stop. A getinge field service technician (fst) was sent for investigation and repair on 2025-09-04 and 2025-12-15. In order to resolve the reported error message: "temp" the housing fan and the pump control board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The defective pump control board was not made available for further investigation at the manufacturer. The review of the non-conformities has been performed on 2025-09-22 for the period of 2016-11-28 to 2025-09-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: temp" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).